Event description:
It was reported by the customer that upon insertion of the catheter to the patient's radial artery, the spring wire guide (swg) became stuck inside the artery. The radiology technician performing the insertion reported zero redirecting and zero resistance while insertion of the cannula and swg. As a result, the device was taped down and a surgeon was called to remove the arterial line. It is believed that a cut down was used. Further details are being pursued.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.